Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed contamination of foam particles found inside the blower kit during the device evaluation. The device was repaired.